Event description:
Edwards received information that an aortic valve was explanted after an implant duration of four (4) years, eleven (11) months due to unknown reasons. This was replaced with a 25mm pericardial bioprosthesis. No additional details were provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the event, no additional details have been provided. If further information becomes available, a follow-up report will be submitted.